Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and application, under interpretation of results, provides guidance on the total area and chromatography. Paragraphs three to five state " results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual." In addition, the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported event was due to procedural issue and flow rate adjustment.

Event description:
On (B)(6) 2018 and (B)(6) 2018, a customer reported getting high total area (the total area optimal range is 700 to 3000), fast retention time (rt) of 0.64 min (acceptable range is 0.57 - 0.61 min; optimal is 0.59 min), a p00 peak and a missing f peak in the chromatograms of the g8 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). Fse explained to the customer that the linearity material customer was using needed to be diluted in order to get the total area into acceptable range. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On (B)(4) 2018, technical support specialist (tss) followed-up with the customer and advised the customer to adjust the ff from 1.09 to 1.16 and run specimens to test for acceptable rt range. Customer stated the total area is now within specification, the rt is within acceptable range, the check peaks cleared, and quality controls (qc) are within acceptable range. No further action required from tss.